Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges insulin is leaking into the cartridge compartment. No adverse event reported. Alleged device has been discarded.